Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was unable to be identified. There were no reprocessing steps deviations from instruction for use (IFU). A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material present on the distal end. There was no patient involvement.